Event description:
Patient reported all of the buttons on the infusion device are without function. Patient stated the device also switched from run to stop mode by itself and gave an acoustic alert (beep). Patient reported experiencing a blood glucose level over 400 mg/dl; treatment received was not provided. Patient's normal blood glucose range was not provided. Patient stated due to the issue of the buttons, it is impossible to release a bolus. Patient reported there are no health concerns. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.